Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the device showed a battery of 2.78v and an alert inaccurately stating device is at eri. The eri alert was cleared and the issue was resolved.